Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. A computerized tomography (CT) scan indicated that the aneurysm diameter was 5cm in 2001, which was unchanged from a previous CT scan performed 10 months ago. The CT scan performed in 2001 also indicated the presence of a persistent type I endoleak that was more prominent than in the previous CT scan. The presence of peripheral atherosclerotic calcification was also noted. It was reported that the type I endoleak was due to dilatation of the aortic neck. Sixteen days later, the patient was brought to the operating room for removal of the stent graft and conversion to open surgical repair. The patient's abdomen was prepped and draped in the usual sterile fashion. The incision was made to access the abdomen, and no abnormalities were noted except for the aneurysm. The distal common iliac arteries and the neck of the aneurysm below the renal artieris were dissected out. A longitudinal incision was made through the aneurysm wall, and the stent graft was removed. There was no evidence of infection, thrombosis, hyperplasia, or pseudoaneurysm. A small posterior leak was noted at the proximal neck, but strong attachment and good tissue incorporation were noted at the proximal neck, the aortic body, and both iliac arteries. Thrombotic material was debrided, and a 16 mm x 8 mm dacron graft was sutured end-to-end to the infrarenal aorta. An end-to-end anastomosis of the right limb of the graft to the right distal common iliac artery was performed, and the same anastomosis was performed on the left side after tunneling the left graft limb underneath the left colon. Excellent flow was achieved with restoration of flow to the extremities. Doppler signals were strong in both ankles. The incisions were closed accordingly. The pt tolerated the procedure well and was transferred to the intensive care unit. The explanted stent graft has been received by medtronic ave, and is pending analysis.